Event description:
It was reported by customer that the safety released from catheter before safety was engaged verbatim: safety released from catheter before safety was engaged, exposing me to the needle for the demo.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.